Manufacturer narrative:
The device is not available for evaluation as it still remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly the patient will need to undergo a lateral ankle soft tissue procedure due to lateral ankle instability but this will not be a revision of the devices currently implanted.